Manufacturer narrative:
An investigation was performed using visual and stereo microscope inspection of the screw head returned. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The measuring of each part confirmed that all parts were correctly produced. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Distractor foot plate became detached from the distractor tube after advancement was completed. The foot plate remained fixated to the patient. Doctor did not think it was necessary to remove the device earlier than planned. Patient had reported that they yawned/sneezed and felt a shift.